Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted into safety mode and the patient experienced palpitations. Subsequently, this pacemaker was successfully explanted and replaced with another device. No additional adverse patient effects were reported. This product has not been returned.